Event description:
It was reported that the rv lead (6949) was explanted due to approximately 40 inappropriate shocks caused by an apparent lead fracture. The ra (5076) lead was also explanted, returned, and subsequently tested out of specification during the manufacturer's analysis. No further patient complications were reported as a result of this event.